Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the reported event of prosthesis fracture may have been due to the femoral stem experiencing forces greater than the strength of the material possibly from abnormal loading conditions and/or trauma. However, this cannot be confirmed because the component was not available for evaluation and additional information was not provided. It is unknown if the patient has been revised. The most probable root cause associated with the reported event of "prosthesis fracture" is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by a phone call from a patient¿s son, the patient was implanted with a hip prosthesis 13 years ago. The apparent trauma is that the patient has a fractured stem (¿vastago¿ in (B)(6)). The device she has implanted is this manufacturers. We want to know what the possible causes of the fracture are. What are the elements since we do not know if the materials have changed since 13 years ago. At the time, the orthopedist informed us that the implant was in platinum.